Event description:
A customer contacted beckman coulter (bec) reporting a reagent probe a leak in the unicel dxc 600 pro synchron chemistry analyzer. The customer indicated that the reagent probe a leaked fluid onto the black drip tray under the probe. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The customer discovered that the reagent syringe was loose. The customer tightened the reagent syringe which resolved the leak. The customer was unable to identify how the syringe became loose. Service was not dispatched for this event since the customer corrected the issue. Bec identifier for this report is (B)(4).